Event description:
Purge blocked. A fifty-nine year old patient with a medical history of congestive heart failure, reduced left ventricular ejection fraction, and cardiomyopathy received an impella 5.5 device for management of heart failure¿related cardiogenic shock with the intended goal of bridge to heart transplant. Prior to implantation, the patient was receiving two inotropic medications, consistent with stage d cardiogenic shock. Following device placement, the patient demonstrated gradual hemodynamic improvement over the subsequent two weeks. After approximately one month of support, the patient experienced a decrease in hemoglobin level without signs of overt bleeding and received one unit of packed red blood cells. At thirty five days, intermittent loss of impella placement signals was noted; however, pump function remained stable and the patient¿s hemodynamics were unaffected. Due to ongoing signal interruptions, the clinical team elected to exchange the device for a new impella 5.5. After fifty two days of support, the patient developed transient stroke-like symptoms that resolved without residual neurological deficits and were considered most consistent with a transient ischemic attack. After more than two months of impella support, the patient successfully underwent heart transplantation and the impella device was removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.